Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "it was reported that the needle is very hard to push and it feels like something is locking the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 22-jul-2022. H.6. Investigation summary: twenty-seven safetyglide needles sealed in blister packages from batch 1340735 were received. The samples were visually evaluated and one sample was found to be clogged. The condition observed at the packaging site was non-conforming per product specification. The sample was sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, one sample was received. A visual inspection was performed and no defects or imperfections were observed. The sample was connected to a syringe with saline solution. The solution was expelled with normal flow. A device history record review was conducted for batch number 1340735. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with the sample analysis the symptom reported could not be confirmed. However, based on the device history record review the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: "it was reported that the needle is very hard to push and it feels like something is locking the needle."